Event description:
It was reported that shaft break occurred. The 60% stenosed target lesion was located in a non-tortuous and non-calcified fistula of the left arm. A 8x40x75 epic vascular stent was advanced and deployed to treat the lesion. However, during removal, it was noticed that the inner white shaft was separated and was moving freely from the handle. The shaft did not dislodge entirely from the stent delivery system. The device was removed with ease and the procedure was completed. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the inner liner is separated from the handle. The sheath is kinked 34cm and bent 3.5cm from the strain relief. There are multiple kinks to the inner liner. Microscopic examination revealed no additional damages. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks were attributable to handling. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 60% stenosed target lesion was located in a non-tortuous and non-calcified fistula of the left arm. A 8x40x75 epic vascular stent was advanced and deployed to treat the lesion. However, during removal, it was noticed that the inner white shaft was separated and was moving freely from the handle. The shaft did not dislodge entirely from the stent delivery system. The device was removed with ease and the procedure was completed. There were no patient complications.